Event description:
The patient visited the hospital two weeks before surgery because the product did not work properly. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a hole in the reservoir. No patient complications were reported.

Event description:
The patient visited the hospital two weeks before surgery because the product did not work properly. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a hole in the reservoir. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders had wear at a fold on the cylinder body but did pass the leak test. The pump was visually inspected, and leak tested. Under microscope examination, contamination was found within the pump. The pump passed the leak test. To avoid damaging the test equipment, the pump was not functionally tested due to the contamination. The reservoir was visually inspected, and leak tested. The reservoir passed visual inspection and no visual abnormality was found. The reservoir passed the leak test. Based on the information available and analysis results, the reported hole and mechanical issue were unable to be confirmed and the cause was unable to be established.